Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis did not replicate nor confirm the customer reported complaint of "instrument had a grip issue." Failure analysis found the primary finding of could not reproduce- cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No grip misalignment or issue was observed. Electrical continuity and energy delivery tests were performed and passed. An additional observation not reported by site was that the instrument was found to have damage of the conductor wire¿s insulation. No thermal damage was observed. The root cause of this failure is attributed to a component failure. No images or procedure videos of the event were shared. A log review was conducted, which resulted in the following findings: the instrument was last used on (B)(6) 2021. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a grip issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to obtain additional information. However, no further details have been received as of the date of this report.